Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826653) was implanted on (B)(6) 2024. After the procedure, the patient was transferred back to the neonatal intensive care unit (nicu). On (B)(6) 2024, there was a moderate amount of cerebrospinal fluid (csf) leakage, therefore, the physician removed the sensor and stopped monitoring. During the removal process, there was a surgical delay of 15 minutes. The sensor was used with icp express monitor (ID 826635) and icp express cable (ID 826636).

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The microsensor (ID 826653) was returned for evaluation. Device history record (DHR) - the batch record was reviewed for any anomalies or non-conformance (ncs) related to the finished device, and none were identified, related to this report. Failure analysis - a visual inspection was conducted. No defects or damage were found. A syringe with water was connected to the catheter. Water was injected to observe any areas of leakage. No leaks were found. The complaint was not confirmed. Root cause analysis - the potential root cause is surgeon applies sutures/ligatures too tight perforating catheter.

Event description:
N/a.